Manufacturer narrative:
Concomitant medical products: product ID: 693565 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a device pocket hematoma status post multiple revisions. There was slight wound dehiscence with drainage. The patient was referred for a full system extraction due to an infection that developed after the multiple revisions. A wound vacuum assisted closure was placed. The patient declined a replacement system and wore an external defibrillation system. A new cardiac resynchronization therapy defibrillator (crt-d) system was placed two years later. No further patient complications have been reported as a result of this event.